Event description:
A report has been received from a dealer who called into technical services regarding a joystick issue of where the powered wheelchair will intermittently surge. No harm or injury to the end user. The dealer was sent a replacement. Additional information has been requested however please note that at the time of this filing, no further detail was provided. If new information is obtained a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1125085, rev.j(oct-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.